Event description:
The complainant reported that the clinicians were performing a flexible ureteroscopy procedure on an adult male patient in 2009. During the procedure, the physician successfully opened the opti-flex nitinol stone retrieval basket and captured the stone, but was unable to close the basket. The physician then obtained a boston scientific corporation zero tip basket and completed the patient procedure without further complication. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
This device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received a supplemental medwatch report will be filed. .